Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical scar was irritated by lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised temporary removal of the lifevest to aid in healing the area. Follow up indicated that the skin irritation improved.